Manufacturer narrative:
The complaint of a severed catheter was confirmed and was found to be use-related according to info provided by the sales representative. The returned samples were two photos of a powerglide catheter. The proximal end of the catheter appeared slanted with an irregular edge. Blood residue was visible within the catheter. Info provided by the sales representative revealed that attempts were made to retract the catheter back onto the needle. The IFU warns, "once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." A lot history review (lhr) of reyh1189 showed no other similar product complaint(s) from these lot numbers.

Event description:
Nurse reported that the powerglide was removed and the end allegedly appeared jagged. She stated that it was 20 gauge 10 cm prior to placement and that there is only 9 cm seen subsequent to removal.